Event description:
Add'l info rec'd from MFR 11/26/03: after following up with the reporting hospital, two depuy products were identified; 1. 1241-54-526 (polyethylene liner), and 2. 1365-13-000 (femoral head). The lot number for the two devices listed above are vh6cj1 (polyethylene liner) and 1073553 (femoral head). Depuy's MDR decision process found this event (revision due to dislocation/pain) to be not -reportable, and no report was submitted.

Event description:
Original right hip replacement in 2003. Required revision of right hip arthroplasty 2 months later due to chronic dislocation and pain. Items removed: metal ball, shell liner, screws-x2 for cup stability.